Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that an 8 french temperature sensing foley catheter was inserted into the (B)(6) year old male patient and urine was not noted in the tubing upon insertion. An attempt was made to fill the balloon with water and the balloon inflated easily so the catheter was left in place. Throughout the case, urine output was monitored, but there was still no urine after about 3 and a half hours. The physician palpated the bladder and it felt full, the catheter freely slid in and out of the urethra and did not appear to be kinked or stuck, or that the balloon was inflated in the urethra. Wetness on the towel that was draped over the patient's groin. The wetness was urine that had leaked around the foley and onto the towel. The catheter balloon was deflated and the foley was removed easily. A specimen cup was used to catch urine as the physician pressed on the patient¿s bladder to decompress about 20 ml of urine. It was noted to be blood tinged. After removing the catheter, an attempt was made to draw fluid through as urine would flow and was unsuccessful. A new 8fr foley was inserted prior to the patient being transferred out of the or. Urine return was noted upon insertion of foley and prior to inflation of balloon. The catheter 119108 is part of tray/kit 849408.

Event description:
It was reported that an 8 french temperature sensing foley catheter was inserted into the two year old male patient and urine was not noted in the tubing upon insertion. An attempt was made to fill the balloon with water and the balloon inflated easily so the catheter was left in place. Throughout the case, urine output was monitored, but there was still no urine after about 3 and a half hours. The physician palpated the bladder and it felt full, the catheter freely slid in and out of the urethra and did not appear to be kinked or stuck, or that the balloon was inflated in the urethra. Wetness on the towel that was draped over the patent's' groin. The wetness was urine that had leaked around the foley and onto the towel. The catheter balloon was deflated and the foley was removed easily. A specimen cup was used to catch urine as the physician pressed on the patients¿ bladder to decompress about 20 ml of urine. It was noted to be blood tinged. After removing the catheter, an attempt was made to draw fluid through as urine would flow and was unsuccessful. A new 8fr foley was inserted prior to the patient being transferred out of the or. Urine return was noted upon insertion of foley and prior to inflation of balloon. The catheter 119108 is part of tray/kit 849408.

Manufacturer narrative:
Per additional information received, based on the evaluation of the returned sample, bd has determined that this reported event was cascading and was captured on a separate 3500a form. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.